Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by onsite engineering. No add'l service info was provided. No conclusion can be drawn as conclusive repair info is available at this time and no add'l service info was provided.

Event description:
The customer reported that there was a communication failure error message. Further info identified that the error prevented the mainframe portion from booting and resulted in the inability to create fluoroscopy. There is no report of injury or death associated with this event.